Event description:
A 3.0mm diameter x 24 mm length driver rx coronary stent system was inserted into a patient for treatment of an lad lesion site. Vessel and lesion morphology are unknown. It was reported that the stent was deployed successfully. It was reported that forty-three days post stent implant, the physician noticed that the vessel had occluded by thrombus. It was reported that 4 days post occlusion diagnosis that the patient expired due to cardiogenic shock. No additional clinical sequelae were reported. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.